Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative that the audible alarm of a pt101 airvo 2 humidifier had a low volume. The distributor stated that on 9 march 2026, the subject airvo 2 had been disconnected from the mains power supply during patient use, activating the power out alarm of the subject airvo 2. The distributor further stated that the volume of the audible alarm of the subject airvo 2 was low during the reported event. The disconnection of the subject airvo 2 was reported to be discovered by healthcare facility staff once the central monitor spo2 desaturation alarm alerted several minutes later, prompting healthcare facility staff to enter the patient's room and reconnect the subject airvo 2. The duration and level of the reported spo2 desaturation has not been provided by the distributor. The distributor further reported that once the subject airvo 2 was reconnected to mains power, the subject airvo 2 resumed normal operation and therapy was continued. There were no further patient consequences reported by the distributor.

Manufacturer narrative:
(B)(4). D4, h4: complete device identification information has been requested from the distributor. D4, g4: pt101jp is not sold in the USA but it is similar to pt101us which is sold in the USA. The 510(k) for the similar product is k131895. Fisher & paykel healthcare (f&p) has requested for further information regarding the reported event and for the subject device to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times. The airvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The user instructions instruct the user on how to check alarm functionality before use on a patient. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative". In the case of speaker failures, a speaker will typically provide a distorted, intermittent or reduced sound level before becoming completely inaudible over time. This contributes to the early detection of this fault by users.